Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, station had ghost drawer. User informed that while they are pending medications, same pockets opened for multiple medications. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
E.1. Initial reporter facility: (B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.